Event description:
The patient received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2009. It was reported that after the pt turned his ipg off, his pt programmer was unable to communicate with his ipg. F/u with the pt found that the charger was also unable to communicate with the ipg. The pt also reported that he had fallen off of his bicycle about two weeks before the event. Reprogramming efforts were unsuccessful in resolving the issue. The patient is scheduled for an x-ray. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.